Manufacturer narrative:
The returned device was visually inspected and reddish material was found inside the pebax, however, no damage was observed. Then, the catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then, an electrical test was performed and the catheter failed, current leakage was observed on the first two electrodes. Per this condition, the catheter was connected to the coolflow pump and no water leakage was observed. The reddish material inside the pebax could be causing the improper electrical condition. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a pacing issue occurred as the catheter would not pace at the end of the procedure. The pacing leads were connected to the direct stim port. A microstim pacing stimulation was used during the procedure. The pacing planned to try to capture the v to establish va conduction. There was no unwanted pacing delivered. Pacing was attempted from the left ventricle, right ventricle, and the right atrium. However, it was unable to capture anywhere including next to the coronary sinus catheter that was verified would capture. This event was originally assessed as not MDR reportable because the catheter needs to be replaced since it is not able to pace for stimulation. There is no risk to the patient. The device was returned to the biosense webster failure analysis lab and during analysis on (B)(6) 2017, scanning electron microscope results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. This finding is MDR reportable because there is a potential risk to the patient due to the exposure to internal parts of the catheter. The awareness date has been reset to (B)(6) 2017, the date of the reportable finding.